Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference to case (B)(4).

Event description:
It was reported that the instrument does not work correctly, it does not cut, the working element heats up, the handles of consumables are damaged, adverse consequences user: the doctor suffered a burn from the working element. Currently the doctor no longer has any injuries and is doing. It has already caused harm to a patient harm to patient is covered under medwatch 9610617-2024-00309.